Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) been completed. The reported problem (non-functional tes) has been confirmed. As received, the belt failed incoming testing, specifically the te recognition test. Upon evaluation, there was an open along the pulse wire between the distribution node and ECG 'b'. The cause of the non-functional tes is the open pulse wire. The root cause of the open wire was excessive force. No adverse event resulted from the open wire.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had non-functional therapy electrodes.